Event description:
It was reported a gradual increase in the electrode array impedance values since 2005. Only two electrodes were in the usable range. The patient became a non-user of the cochlear system in 2006. The results of an integrity test in 2007 were consistent with normal receiver/stimulator function and electrode array damage. Cochlear recommended explant/reimplant surgery.

Manufacturer narrative:
This type of event is addresses in the device labeling.